Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the suture broke. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.